Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage and passes all specific functional testing. No repairs are necessary at this time. Since there was report of patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report; that the returned unit was in good condition with no defects observed. The unit will be cleaned and returned to the customer. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the rocker arm of the mayfield composite series skull clamp (a3059) moved, resulting in patient injury. Subsequent information received as follows: 1. Please provide details about the injury. Answer: after the patient was pinned, the doctor stated that the mayfield rocker arm buckled, which resulted in the patient slipping out of the mayfield skull clamp. As a result, the patient sustained lacerations to the side of the head from the skull pins, which required stitches. 2. Did each pin engage the cranium in a perpendicular approach? Answer: this is unknown, as I was not present when the pinning occurred. However, when the doctor and medical team were asked this specific question, to the best of their knowledge, the skull clamp was position correctly and the skull pins were engaged properly. 3. Was there a revision/medical intervention required? Answer: yes. 4. Was there a delay to the procedure due to product problem? Answer: yes, the medical team had to address the laceration and time was needed to repin the patient. 5. If yes, how long was the delay in minutes? Answer: 30-45 minutes. 6. Please provide patient outcome/status. Answer: the case overall was successful, no further complications occurred other than the lacerations sustained by the patient.